Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurred, white scratches image, bending angle insufficient due to the elongation of the angle wire, curved rubber scratched, curved rubber adhesive missing, scratches found on the operation part, scratches found on the grip, scratches found on the up/down plate, stains on switch 1,2, and 3 and difficult to remove, scratches found on the nigiri cover, scratches found on the light guide connector, scratches on the light guide cover glass surface, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, exhibiting b30 scope communication error. There was no report of patient harm or user injury associated with this event.

Event description:
Malfunction discovered during inspection for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b30 (scope communication error) due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect olympus will continue to monitor field performance for this device.